Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm.

Manufacturer narrative:
Spacelabs received two pt incident reports from (B)(6). Two mdrs 3010157426-2014-00006 and 3010157426-2014-00007 are filed. Spacelabs has sent three requests to the hospital to obtain access to the product(s) so that an investigation can be started. The hospital is in the process of conducting their own investigation and has not provided spacelabs with access to the product(s). The hospital will allow spacelabs field service engineer (fse) to carry out an onsite investigation on (B)(6) 2014. Spacelabs will file a supplemental report when our investigation is concluded.

Manufacturer narrative:
It was reported that a patient was being monitored by a telemetry central monitor and passed away. There was no alarm. The telemetry receiver and transmitter were shipped to spacelabs. Functional tests were performed on the telemetry receiver and transmitter according to the service manual. All tests passed. We reviewed the full disclosure (ics) database that was provided by the customer. Using the information provided during interviews with hospital clinician about the sequence of events, we reviewed the patient¿s alarm history as well as the ECG waveforms in the time period of interest. An ¿[sp]¿ marker on the waveform indicates that the user suspended ECG processing and failed to resume processing until 104 minutes later, at which time a code was initiated and the ECG processing was resumed for 22 seconds before being suspended again. When ECG processing is suspended, alarm notifications for all ECG alarms are inhibited and the message ¿ECG processing suspended¿ is displayed on the monitor as a visual reminder. Any alarmable conditions which occurred between 10:28 am and 12:12 pm were not detected due to the user decision to suspend processing. An "[sp]" marker on the waveform indicates that the user suspended processing of ECG. To summarize, we have concluded that our product did not malfunction and that the absence of alarm notifications was the result of ECG processing being suspended. This report is considered final and the issue closed.

Event description:
Spacelabs received a report of pt death from (B)(6) involving spacelabs product.